Event description:
Caller reported compact plus system blood glucose results taken within 10 minutes, all mg/dl. Compact plus system 1: 583(7:48pm) 239(7:49pm) 94(7:50pm) 107(7:51pm) 64(8:05pm) compact plus system 2: 102(8:01pm) no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system 1, medwatch with identifier (B)(6) is aviva system 2.

Manufacturer narrative:
Discarded, will not be returned.